Manufacturer narrative:
(H6): manufacturing representative went to the site to test the system. Ias complementary metal oxide semiconductor (cmos) battery was at 1.8v. Replaced ias battery and rebooted three times. Imaging acquisition system (ias) booted up was okay. Performed a medtronic check out. All test passed. Codes b01, c02, d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000165, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant said "system booting please wait". Clinical consultant rebooted the system, but the pendant screen remained black and would not power on, but the imaging acquisition system blue power led was flashing. There was no patient present.